Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45cm. Model: nm-3138-55 serial/lot: (B)(4) description: 55cm 8 contact extension. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure wherein the leads and lead extensions were removed due to erosion of the lead extensions. The patient was doing fine post-operatively.